Manufacturer narrative:
Based on the current information provided, the cause of the reported ¿the camera eye piece broke, and robot did not recognize it¿ remains unknown. There is no RMA associated with this complaint and therefore, there are no isi products expected to return for evaluation. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. No image or video was submitted for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. This complaint is considered a reportable event due to the following conclusion: this complaint acknowledges a broken component from a portion of the device that enters the patient (distal end). It is unknown whether a fragment fell into the patient at the time of the event, and there was no report of any tests performed. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Intuitive surgical, inc. (Isi) has become aware, through the jd power nps/brand spring 2020 survey, that during a da vinci-assisted surgical procedure, the camera eye piece broke, and robot did not recognize it. No additional details were provided or available. Isi was unable to perform follow-up attempts to obtain additional information since this report was from a blind study/survey. Therefore, no further details have been received as of the date of this report.